Event description:
It was reported that the cine acquisition on the 9600 system would not start until 5 seconds into run during a case. The procedure was completed without further incident. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. There was a wire found broken in the interconnect cable. The customer to replaced the cable. A follow up report will be filed when additional details become available.